Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 2.7 mmol/l, at the time of incidence. Customer was treat with food for low blood glucose level. Customer reported that the insulin pump was making loud noise and they received an x on the screen. Customer did receive open book error image on the insulin pump screen. Customer did not alleged that the insulin pump was over delivering. Customer was off with auto mode feature. Customer was unable to do the troubleshooting since insulin pump started alarming with error image. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error alarm noted during testing.